Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that a foreign body was in the gantry and after removal, functionality was restored. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, an unintended noise was emitting from the gantry when attempting a 3d image acquisition. It was reported that the imaging system was unable to perform 3d image acquisitions. There was no patient present when this issue was identified. No additional information was provided.